Event description:
I has smooth mentor silicone breast implants put in (B)(6) 2013. Over the last years, I have been tested for various autoimmune diseases. My blood levels are way off and I have tons of inflammation. I exercise 7 days a week and take very good care of my body. This should not be happening to me. FDA safety report ID# (B)(4).